Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string broke and the tampon elongated in one piece during removal. She was able to manually remove the tampon and visited the doctor for a check up. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.